Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient received multiple inappropriate shocks due to noise caused by twiddlers syndrome. Several aborted shocks and an alert message for possible output circuit damage was noted. The device was explanted and replaced.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. Analysis found that the output circuitry on the device was damaged. The low voltage functionality was tested on the bench and using the automated testing equipment. All low voltage functions were normal. The cause of the reported observation from the field could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.